Event description:
Device malfunction: difficult to remove/failure to retract. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip applier was caught in the groin tissue and could not be extracted. Forceful removal was attempted unsuccessfully. The device was removed following a surgical cutdown. During the surgical procedure it was found that the vessel locator wings were not fully retracted and the device clip had captured some adventitial tissue and had not fully deployed. The arteriotomy was closed, the pt recovered uneventfully and was released home the following day. There were no other reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.